Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 39 mg/dl at the time of incident. The customer was treated with glucose tablets. The customer stated that the auto mode feature was not active. The customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.